Manufacturer narrative:
The device remains implanted. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore the probability of endocarditis related to edwards' bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. Investigation results are inconclusive regarding the source of the infection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by patient implant registry department via an obituary search, approximately 3 months post implantation of a 26mm sapien 3 ultra valve in the aortic position via the transfemoral approach with the 26mm commander delivery system and 14f esheath, the patient expired. The device remains implanted. One and a half months post tavr, the patient was admitted for infectious endocarditis, and left mca stroke due to septic emboli. Blood cultures revealed e. Faecalis bacteremia after diagnosis of acute cva. Intracranial thrombus was cultured and found to be positive for gpc clusters. The source was unclear. Tte performed two days prior to admission and tee on admission were negative for vegetations however overall patient presentation ruled in for endocarditis criteria and patient was given IV antibiotics for 6 weeks. Following antibiotics, repeat tee showed no vegetations. Two and a half months post tavr, the patient was re-admitted from nursing home after having an episode of unresponsiveness with generalized rigidity concerning for possible seizure. On exam, he was obtunded but withdrew to painful stimuli in all extremities, no spontaneous eye opening, did not follow commands. Imaging showed a developing new right basal ganglia infarct. Tte showed the valve was well seated, ar is trace, mean gradient 12mmhg. No vegetations. The physicians had a discussion with the patient's wife regarding overall prognosis. It was discussed that the patient's mental status is a result of a new r-sided stroke in the setting of a previous large l-sided stroke. The patient's wife elected comfort care only.